Event description:
It was reported that the right ventricular lead triggered a lead integrity alert due to several short v-v intervals and several non-sustained tachycardia (nst) episodes that appeared to be lead noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.